Event description:
The pt had a 34cc balloon inserted post bypass surgery. Due to limb ischemia, the iab was removed. A second iab was inserted into the pt. There was no report that the iab malfunctioned. The iab was not returned to datascope. (Event complications: limb ischemia-reported 5/19/98.) (Pt's current status: unk-rpt'd 5/19/98.)